Event description:
In 2005 a procedure for bone lengthening was performed by inserting three bone screws coated with hydroxypatite into the pt's bone with an external fixation system. At the end of the lengthening procedure, all three bone screws broke. A new surgery was performed in about 2 months later in which two of the broken bone screws were replaced. No additional information is available.